Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast surgery with a 400cc mentor memorygel breast implant (right) and an unspecified mentor gel breast implant (left) experienced right-sided rupture and bilateral capsular contracture (right grade: grade IV , left grade: unknown) postoperatively. Mammogram performed on (B)(6) 2020 indicated the right-sided rupture. As a result, the patient underwent bilateral removal and replacement with two unspecified 400cc mentor gel breast implants on (B)(6) 2020. The date of implantation was estimated as (B)(6) 2006 based on available information. This report is for the left-sided prosthesis.